Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker showed battery longevity at three years remaining. Boston scientific technical services (ts) discussed could bring patient back for next scheduled check and can send data analysis to check for premature battery depletion (pbd) if battery was depleting faster than expected. Moreover, the health care professional (hcp) has noted outputs were chronically high. To date, this device remains in service. No adverse patient effects were reported.